Event description:
Surgeon reported that patient presented with striae in right eye one day post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva) of one line. Patient had flap refloated that day. Bcva left eye pre-op 20/20 post-op 20/25.

Manufacturer narrative:
Correction: in initial report, right eye was indicated, however, the correct eye was the left. Addition: in initial report, operator of the device was not selected, as it should have been health professional. This follow up has the selection checked. Addition: in initial report, selection of ¿no¿ was not provided. This follow up has the addition and selection has been added. Addition: in initial report, selection of ¿yes¿ was not provided for device available for evaluation. This follow up has the addition and selection has been added. Initial reporter: addition: in initial report, name, address, and telephone was not provided. This follow up contains the name, address, and telephone. Addition: in initial report, health professional was not selected. This follow up has selected ¿yes¿ for health professional. Addition: in initial report, occupation was not selected as it should have been physician. Addition: in initial report, unknown was not selected. This follow up has the selection as unknown checked. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted. Placeholder.